Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The company representative tightened the mounting bolt to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The stand was manufactured on december 2, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a mechanical interference between the yoke set screw and the libero mounting bolt. Internal investigation and actions were implemented to address this issue. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A customer reported the microscope head was loose. Additional information has been requested.